Event description:
Rptr had MRI done at the hosp. Rptr was in the machine from 2:30 - 3 pm. First 30 mins were comfortable for her. Was told it should be a 35 min session. Was lying on her stomach and blind folded when they pushed her in. For the last 6 mins, rec'd an injection of contrast through her i.v. After the injection, the "bed started shaking, felt my hair stand up, felt something on my face like a strong wind knocking, sound got louder, and the magnetic field felt stronger." Rptr complained of trouble breathing, felt an electric shock; states she told operator "I'm not comfortable," but no one answered. Rptr couldn't breathe and yelled for help. Stated she felt like she was suffocating, "sense I was dying," and complained of chest pain. Heard someone say "I'll pull you out." Rptr kept breathing deeply and saying "oxygen, oxygen." Complained of right arm numbness; i.v. Was in left arm. Was taken out of room, staff put monitor on her finger, took blood pressure of 178/120 (normal is 90/60). Also noted by staff was a "red bump" on her nose, close to her left eye. Also complained can still hear "buzz noise" in her head. Stated was given a memo to take prednisone before any future mris. States rested from 3:30 - 6-m, still felt dizzy, went outdoors, ate some soup, and felt better. States called MRI dept supervisor the next day, but they didn't listen, said "it was my probelm and I was nervous." Said "it was my imagination." Was referred to director of MRI who called her 2-3 days later saying she was claustraphobic. Rptr sent a f/u letter to them feb, but rec'd no reply. Rptr asked the following questions in the letter: did the equipment malfunction? Why did the magnetic field shake? Was she in shock? Did the tech do something wrong" why did she have to scream to get help? What type of contrast used" rptr also complained of rash and itching where i.v. Was inserted, but dr said it was only eczema.